Event description:
The customer reported that when the device is powered up, it displays error code 01000. Error code 01000 (defib biphase error) is accompanied by the message / instruction defib failure cycle power and device operation is halted. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips field service engineer (fse) and the stated problem was confirmed. The power pca was found to have been the cause of this malfunction. The fse replaced the power pca, the device passed testing and was returned to the customer.